Event description:
It was reported the patient received a bilateral lead implant in the gpi area of the brain. The patient had an excellent response post implant. The patient developed an infection. The device was replaced. The patient never had a good response after replacement. Additional info has been requested from the hcp, but was not available as of the date of this report.